Event description:
Around 1100 rn 1 began a levetiracetam 500mg/100ml infusion to infusion at 400ml/hr. Rn 2 went to the room 20 mins later and noticed levetiracetam 500mg/100ml bag full and the primary 250 ml ns bag half full (ns bag rate should have been 3ml/hr). The secondary line with levetiracetam 500mg/100ml was not clamped. Rn 2 reprogrammed the pump for the levetiracetam 500mg/100ml to infuse at 400ml/hr and started infusion. Rn 2 noticed both the primary and secondary lines were dripping at the same rate. Rn2 disconnected pt from line and notified my lead rn and manager. Devices were swapped for new devices. No harm to the pt. Smart pump infusion device.